Manufacturer narrative:
Batch review performed on 26-jul-2022: lot 2118354: 150 items manufactured and released on 01-feb-2022. Expiration date: 2027-01-20. No anomalies found related to the problem. To date, 74 items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 1 month after the primary surgery, the patient came in reporting pain due to a dislocation of the competitor head from the medacta liner. The surgeon revised the head and liner and the surgery was completed successfully.